Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient had been experiencing posterolateral knee pain less than one year post op from a triathlon pkr left lateral unicompartmental knee replacement. Upon revision it was discovered that the cemented tibial baseplate was loose. The surgeon decided to remove all of the above listed components and convert to a competitor's primary total knee replacement with the addition of a small amount of auto bone graft."